Manufacturer narrative:
Initial reporter facility name: (B)(6). (B)(4). The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a polaris loop ureteral stent was to be used in a stent placement procedure in the ureter, performed on (B)(6) 2019. According to the complainant, during the preparation, the assistant physician gently touched the ureteral stent and it became detached. The physician decided to use another polaris loop ureteral stent and successfully completed the procedure. There was no serious injury nor adverse patient effects a result of this event. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.